Manufacturer narrative:
Duragen (id4501i) was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. However, the csf leak is a known complication of the procedure and a known complication of using duragen. The instructions for use (IFU) currently addresses possible complications such as csf leaks. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported that duragen (id4501i) was used for a decompressive craniotomy procedure and was placed by external decompression of the posterior fossa, and inlay and onlay on (B)(6) 2021. When the swelling of the brain subsided, cerebrospinal fluid (csf) leak occurred. The patient had revision surgery on (B)(6) 2021 with a product from another manufacturer.